Manufacturer narrative:
H6 correction: the codes were updated to reflect that there is no malfunction or allegation against this device. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that there were no allegations of malfunction or deficiency against this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.